Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility.